Manufacturer narrative:
Explanted date: 2013. Additional suspect medical device components involved in the event: model: sc-2218-50 serial: (B)(4) description: linear st lead, 50cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection due to the scs device. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient had an infection due to the scs device. The patient underwent an explant procedure.